Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a few patients have undergone explantation of light adjustable lenses (lals) due to postoperative shifts in vision. The exact number of affected patients, the dates of implantation and explantation, and the specific nature of the vision changes were not provided. No additional information is available at this time. Rxsight is working to obtain further details from the reporting site.